Event description:
It was reported that during a coronary stent procedure, the shaft of the delivery device broke while attempting to cross a lesion that had not been predilated, and was removed without incident. The lesion was then predilated and numerous other mfrs' stents were placed. It was then noted that there was a dissection of the left main which was repaired with a stent. This resulted in closure of the circumflex which they were unsuccessful at reopening. The pt expired.